Event description:
Additional information received reported that the patient thought that the battery was dead.

Event description:
It was reported that there was a loss of therapeutic effect, trouble walking, and a fall. It was stated that the patient had trouble walking as well as "a little bit of shaking and tremors and having difficulty speaking" the day of the report. It was noted that these symptoms appeared following a fall. The patient reportedly fell "quite often," and the falls had been "more noticeable in the last two days and very much more noticeable yesterday." It was stated that the patient fell "all the way down," caught herself on a chair, or fell to her knees. It was noted that the patient had fallen since (B)(6) 2012. The patient reportedly met with her neurologist "a few weeks back" and was informed that the battery "may be getting low but should be okay for a while." It was noted that the patient forgot her patient programmer, but will receive it in the mail. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v063950, implanted: (B)(6) 2007, product type lead. (B)(4).